Manufacturer narrative:
Continuation of d10: product ID 97745nt, lot#/serial# (B)(6). Product ID 97745ac, lot#/serial# unknown, product type accessory. Product ID 97755-s, lot#/serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was caller reported that the controller is blank and unresponsive. Caller stated that they were charging the implant the day before yesterday and when they checked the controller, the screen was pitch black and they could not get controller back online. Patient services walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powers on and sees green blinking light. Caller stated the ac power supply fits snug into the controller port. Caller inserted the battery and confirmed controller is .09% in red and implant is 30%. Caller then saw the batteries screen with the controller at 0% recharging when plugged into the ac power supply. Controller was not charging while plugged into the outlet. An email was sent to the repair department to replace the ac power cord. Pt called back and reported they continued to have issues with getting charged (agent understood the charging issue had been misunderstood - pt struggled charging the implant rather than the controller). While on call, pt was trying to charge the ins and controller battery was at 100%, but ins hadn't progressed to charge. Pt said the screen showed recharging excellent, but hadn't incremented in about an hour, which was the continuing issue. Even when they could get a charge to the ins, they would get stuck at about 30%. Agent had pt examine the recharger cord/plug and controller port, but nothing appeared unusual, and pt confirmed the controller held both cords snug and charged fine with ac power. A replacement recharger (rtm) was sent to the patient.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745ac (serial: unknown) section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: nld164239n); product type: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.